Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon performed a second case on (B)(6) and also stripped the other torque driver in the expedium set. The nurse indicated that this torque drive might have been damaged due to wear and tear of repeated usage by several surgeons. The surgeon did not experience delays as another shaft was present in the system. The patient was not affected by this break, nothing fell into the patient (no metal shavings).

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the hexlobes on the x-25 driver distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A supplemental hardness test was performed. Device was within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the x25 final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.